Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congragulation on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fluid retention ("lower back to collect fliud"), skin swelling ("swell lower back") and menorrhagia ("bleeds so bad"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, skin swelling and menorrhagia outcome was unknown. The reporter considered fluid retention, medical device removal, menorrhagia and skin swelling to be related to essure. Concerning the injuries reported in this case, the following one was added from social; media: medical device removal, bleeds so bad most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case. Added new event lower back to collect fluid and swell lower back .fu 1and fu 2 processed together.coding correction received- pt vaginal discharge updated to fluid retention. Pt vaginal swelling updated to skin swelling on (B)(6) 2020: social media received. Reporter's information added.eevnt: bleed so bad were added. Fu 1and fu 2 processed together. On (B)(6) 2020: non-significant coding correction. On (B)(6) 2020: social media received reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('bleeds so bad/ congratulation on becomig e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fluid retention ("lower back to collect fliud"), skin swelling ("swell lower back"), arthralgia ("hip pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the heavy menstrual bleeding, skin swelling and bacterial vaginosis outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, bacterial vaginosis, fluid retention, heavy menstrual bleeding and skin swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, heavy menstrual bleeding, bacterial vaginosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received. Reporter information added. Event: bacterial vaginosis added. Event medical device removal updated to event menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congragulation on becomig e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fluid retention ("lower back to collect fliud"), skin swelling ("swell lower back"), menorrhagia ("bleeds so bad") and arthralgia ("hip pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, skin swelling and menorrhagia outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, fluid retention, medical device removal, menorrhagia and skin swelling to be related to essure. Concerning the injuries reported in this case, the following one was added from social; media: medical device removal, bleeds so bad. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fluid retention ("lower back to collect fluid"), skin swelling ("swell lower back"), menorrhagia ("bleeds so bad") and arthralgia ("hip pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, skin swelling and menorrhagia outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, fluid retention, medical device removal, menorrhagia and skin swelling to be related to essure. Concerning the injuries reported in this case, the following one was added from social; media: medical device removal, bleeds so bad. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter information updated. Event: hip pain was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was added from social; media: medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.